Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2026, it was reported by a peritoneal dialysis (pd) registered nurse (pdrn) that this patient on pd therapy was in the hospital due to dialysis. No additional information was provided. Attempts to obtain additional information were unsuccessful.